Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for the peeled adhesive. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the adhesive. A root cause could not be identified for the noisy image. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to damaged on the charged coupled device unit and the shave electrical contact of the video connector. A root cause could not be identified for the scratched distal end. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the distal end. A root cause could not be identified for the shaved electrical contact. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited peeled adhesive around the objective lens, noisy image, shaved electrical contact of the video connector, and a scratched distal end. There was no patient involvement.